Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window,scratched case, pillowing keypad overlay and cracked select button keypad overlay. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Pump errors found in the insulin pump history due to software error. Unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed two pump errors indication motor communication error and software error detected. The customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. It was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.